Event description:
New information received indicates that the ventricular threshold rose again. No intervention was reported. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was unconfirmed. Visual inspection found no anomaly on the helix; the helix length was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. Analysis performed, including output verification found no anomaly contributing to reported event of capture problem and the device was able to be interrogated successfully throughout analysis without loss of telemetry.

Event description:
New information received indicated that the ventricular leadless pacemaker was explanted due to the high capture threshold and replaced with a competitor device. The atrial leadless pacemaker was disabled. The patient was stable.

Event description:
It was reported that the dual chamber leadless pacemakers (lps) exhibited high capture threshold. No loss of capture was reported. Programming changes were made. The patient was stable.